Event description:
Reportedly, during testing, when the unit was removed from ac power supply, it alarmed and switched to the internal battery operation although the external battery showed a full charge. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).